Event description:
The manufacturer received information alleging a ventilators screen was black. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilators screen was black. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the issue of the whole screen turns completely black, and the displayed contents are not able to be viewed was confirmed. No error indicating a device failure was recorded in the error log. It has been determined that the issue was caused by the lcd failure. The lcd screen was replaced to address the issue.